Event description:
It was reported that during initial implant procedure patient's atrial lead exhibited loss of capture. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis was normal with no anomalies found.